Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 19.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to patient complaints of halos, glare, and headaches. Reportedly, the patient complained of halos in every other scenario. At night, the patient complained of extreme halos, which cause squinting while driving. Also, under fluorescent lighting, everything took on white haze. When the patient used the computer, the white background of the monitor would swallow the black print. The patient also experienced headaches when watching television in a dark room. There was no incision enlargement. The lens was replaced with the same diopter, but different model of zcb00, a monofocal lens. Reportedly, the patient is doing fine. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.